Event description:
Leak of medical fluid was found. The leak site was located about 5cm to 6cm away from the distal end of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.